Event description:
It was reported that after a tka procedure, the handpiece could no longer be closed/locked efficiently with a screw. A visual inspection revealed that in the interior of the handpiece, the glue that provides the feed for the mechanics had come loose. No other complications were reported.

Manufacturer narrative:
Results of investigation: the reported device, pfsr110137 (sn001454) was returned to the designated complaint unit for independent evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, hence this issue will continue to be monitored. Visual inspection confirmed the reported problem. There was a buildup of epoxy around the motor prohibiting the clamshell from a complete closure. Functional evaluation also confirmed that the clamshell does not close completely, the epoxy buildup interferes with the fit creating additional friction when trying to open and close the handpiece clamshell. This component failure was caused by wear over time. A relationship, if any, between the subject device and the reported event could be determined. No containment or corrective actions are recommended at this time. E1, g1